Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported stimulation was in the wrong location, noting it was felt down the leg since implant. Other symptoms included one episode of bowel incontinence leakage, two occurrences of urgencies, and stimulation in the buttock. The change in symptoms was described as "sudden." Decreasing amplitude did not resolve the issue. During the call, the patient increased settings as much as comfortable on the current program. Cause/factors, actions, device information, troubleshooting, and outcome remain unknown. Follow up was conducted to obtain additional information.